Event description:
Possible infection using mesh. The mesh has not yet been explanted or tested for infection.

Manufacturer narrative:
An outside clinician was consulted on this event. His opinion was that the infection was likely due to: lack of prophylactic antibiotic use, error in technique, error in perioperative handling of mesh, unsterile instrumentation, latent infection in operative field of pt, poor wound healing, pt non-compliance with wound care instructions. Even in clean wound classes, there will be a 1-2% incidence of infection. A review was performed on mfg and sterilization records and no problems were noted. MDR 1219977-2014-00169, 00170.